Event description:
It was reported that during an gyn procedure, the device staples were malformed, and not holding the tissue. Another device was used, and this occurred again. Another device was used to complete the procedure. There was no adverse consequence to the patient. Devices were discarded.

Manufacturer narrative:
Date sent: 12/17/2008. Information not available, device not returned for analysis.